Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the high flow insufflation unit's insufflator intermittently showed a low cylinder supply operational alarm. However, during the inspection, the field service engineer found, that the machine's functionality was okay. And no issues were identified. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over two (2) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during inspection, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a therapeutic lap cholecystectomy.